Event description:
It was reported that during a device check, the autopulse platform displayed a "system error" message and could not be used. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/31/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damages to the platform. Functional testing could not be performed due to the observed "system error, revert to manual CPR" message. In addition, a latched error (error code 136 - internal parmeter corrupted) was observed during download of the platform's archive files. In addition, the archive data could not be retrieved. A review of the autopulse archive was not performed because the archive data was unable to be downloaded via wireless and by wire connection to the processor board. It was observed that the processor pca board was at fault. Based on the investigation, the part identified for replacement was the processor pca board. In summary, the reported complaint that the unit displayed a "system error" message was confirmed upon functional testing. The fault was found to be due to the defective processor pca board. Upon replacement of the processor pca board, the platform was re-evaluated through functional testing and passed all testing criteria.